Manufacturer narrative:
The device was not received for analysis, therefore no conclusions can be drawn as to the cause of the reported information. The axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Event description:
Medtronic received information that during the procedure, after the coil was delivered, it detached by itself. There was a portion in the blood vessel and the the coil was retrieved. All of the coil was retrieved from the patient. The physician replaced with a new coil to complete the procedure.

Manufacturer narrative:
The axium coil was returned for analysis in a contradictory condition to the event description. The pushwire within the dispenser track with the proximal end secured within the guidewire clip. The implant coil was found to be already detached. During evaluation, the pushwire was removed from the dispenser track. Only the axium pushwire was present within the dispenser track as the introducer sheath was not returned. The pushwire was found to be broken on the proximal end without the release wire extending out. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found to be bent at several locations from the proximal end. Under the microscope, the coin was not found to be against the lumen stop, and a portion of the shield coil was missing. The release wire and coin were not present within the hypotube. The implant coil was found to be bent and stretched with the polypropylene filament intact. The detach element was removed from the implant coil for evaluation. The detach element was found to be bent. All other subassemblies appeared to be normal and no other anomalies were observed. There was no evidence found of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. The proximal end of the axium pushwire containing the tack weld replacement (twr) crimp, and the release wire were not returned; the refore, any contributing factors from these could not be assessed. Based on the device analysis findings and the reported event description, the customer report of ¿pre-mature detachment¿ was confirmed. The axium pushwire was returned with the implant coil already detached. Although the customer reported that the implant coil detached by itself, it is likely that the implant coil detached due to the break in the pushwire with the release wire pulled back. Although the pushwire was intact distal to the break indicator, it is possible that a manual method of detachment was attempted. This is evidenced by a break in the pushwire with the release wire completely pulled out. The cause for the bends in the pushwire, the bend in the detach element, the missing shield coil and for the stretched implant coil could not be determined. It could not be determined if the axium coil met specifications due to its damaged and incomplete condition. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.